Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Customer reported the unit has an error code message of machine and proximal pressure sensors failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient.

Manufacturer narrative:
Unable to confirm serial number. No parts returned to failure investigation. The determination could not be made that the device failed to meet specifications. The root cause of the reported issue could not be determined.